Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced a skin reaction around the sensor insertion site on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as itching, red, and bumpy skin around the sensor insertion site. Patient's mother treats the affected area with prescription steroid cream, prescribed by patient's pediatrician on (B)(6) 2015. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).